Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose. On (B)(6) 2016 at 05:13am, a back to back blood test was performed by the customer fasting and produced test results of 73 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/13/2018 and open vial date is 02/06/2016. The meter memory was reviewed for previous fasting test results: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose. On (B)(6) 2016 at 05:13am, a back to back blood test was performed by the customer fasting and produced test results of 73 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/13/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous fasting test results: 155mg/dl, (B)(6) 2016 07:28pm. 255mg/dl, (B)(6) 2016 02:04am. 107mg/dl, (B)(6) 2016 04:43pm. 106mg/dl, (B)(6) 2016 02:20pm. 246mg/dl, (B)(6) 2016 02:20pm. Adverse event not reported.